Event description:
It was reported via repair work order that the head and foot end lift was stuck up in elevated position due to stripped lift motor couplers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.